Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm. During a follow-up call on (b)(6) 2026, the patient indicated that he was hospitalized on (b)(6) 2026 as a result of the reported CGM inaccuracy. Despite requests for additional information, the patient declined to provide further details regarding the event. As a result, no information was available regarding the event circumstances leading up to the reported inaccuracy, symptoms experienced, hospital admission diagnosis, self-treatment measures taken prior to hospitalization, or treatment received during hospitalization. The duration of hospitalization was not disclosed. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.